Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application cycle was running slow. A technical support specialist (tss) remoted into the device but required help from the customer to identify whether the issue fall under database or network related. Tss closed the case, as there was no response from the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application cycle was running slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.